Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that reservoir had bubbles. Reported there was some kind of milky stuff in the reservoir. Customer tried using a second reservoir to push air bubbles out. Once he connected the tubing to the reservoir he got another air bubble. Customer declined troubleshooting and primed pump on his own with no issues. The blood glucose at the time of the incident was 290 mg/dl. The product will not be returned for analysis.